Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified universal surgical manipulator (usm) 4 failed the pot- range verification / calibration and the usm stopped in the middle of the test, which occurred twice. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 25930 was found in the error log indicating a searchlight error on the usm yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 25930 error was triggered by indicating fault on the yaw axis, replicating the reported event. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensor check was found to be failing on the yaw axis. Once testing was completed, the yaw searchlight printed circuit assembly (pca) was tested by applied behavior analysis (aba) method and verified to be the source of the fault. The complaint was confirmed based on the field evaluation and failure analysis. The failure analysis was able to conclude that the yaw searchlight pca was the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the device associated with the customer reported issue to perform failure analysis and an investigation is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted burch colposuspension surgical procedure, the clinical sales representative (csr) contacted technical support to report that universal surgical manipulator (usm) 3 was unresponsive as observed by the customer. The issue was initially reported to the csr by the customer. The technical support engineer (tse) reviewed the system logs, but did not identify any errors related to the reported issue. The csr advised that the customer attempted troubleshooting by removing the instrument and reinstalling it on the usm twice, however, the customer chose not to continue troubleshooting, and as a result, the usm was removed from the sterile field. The procedure was continued with three usms resulting in a delay of approximately 5-10 minutes. The procedure was completed with no reported injury. Isi followed up with the csr and obtained the following additional information: the initial reporter was confirmed to be the performing surgeon. The procedure was originally performed with only three usms in the configuration usm 1-2-3, and as a result of the issue, the procedure was completed with three usms in the configuration usm 1-2-4. Patient demographics and patient related information was not available.